Event description:
Customer reported that he programs his own bolus dose and carbohydrate counting and his blood glucose does high and low after delivering the bolus. Customer stated he feels like not the entire insulin amount gets delivered. Customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.